Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the fluid emptied over 4 hours when it should have been 18 hours. Battery found completely expended in htm. Once recharged, pump had no other issues and returned to service. No consequences to the patient were reported.